Event description:
It was reported to boston scientific corporation that during a cysto holmium laser procedure using an accumax 200 fiber, the fiber broke inside the patient. It is unknown if intervention was required to retrieve the broken fiber. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a cysto holmium laser procedure using an accumax 200 fiber, the fiber broke inside the patient. It is unknown if intervention was required to retrieve the broken fiber. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the fiber is broken along the body, 570 mm from the distal tip with 1.0 mm of exposed tip remaining. A portion of glass is missing from the tip indicating that a piece of the fiber detached. The pattern on the tip face is consistent with degrading. Handling damage contributed to the event.

Manufacturer narrative:
(B)(4).